Event description:
Customer reported a malfunction alarm with a code resettable incidence. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset; the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issue recurs, which the customer acknowledged and understood.